Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 258 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and motor tests. No motor error alarms were noted. However, the pump was received with a corroded motor home switch. The pump was received with a cracked case at the display window corners, minor scratches on the reservoir tube window and lcd window.